Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon reviewing the transmission, dual chamber pacing was not seen. The patient was brought to the clinic for further evaluation. Upon device interrogation, the atrial lead exhibited loss of capture and loss of sensing. Chest x-ray revealed that the lead had become dislodged due to twiddlers syndrome. The lead was explanted and replaced on (B)(6) 2015. The patient was fine post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).